Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00909. The pt received an scs system including two percutaneous leads from different lots on (B)(6) 2008. It was reported that the pt was not receiving effective stimulation. A diagnostic test revealed high impedance measurements for several lead contacts. Effective stimulation was recaptured for the pt via reprogramming utilizing the functioning contacts. There are no plans for further intervention at this time.